Event description:
Olympus medical systems corp (omsc) was informed that during a bronchoscopic biopsy procedure, the biopsy forceps cups would not close and it could not be withdrawn out of the endoscope. It was reported that the insertion section of the biopsy forceps was cut open and the forceps was withdrawn out of the scope after withdrawing together with the endoscope from the pt. The remained biopsy procedure for right upper lobe was reportedly abandoned. There was a bleeding which was reportedly treated with a hemostatic agent. The case of the bleeding and the relation between the bleeding and this event was not reported.

Manufacturer narrative:
Omsc followed up with the user facility to obtain additional info regarding this report. The facility reported that the user experienced the subject phenomenon during biopsy for right upper lobe after completing three biopsies for right lower lobe. The subject device referenced in this report was returned to omsc for eval. The eval confirmed that the control wire was broken within the handle and there were peelings of the coating at the broken point. The subject device had been used at the facility for almost seven years. Omsc reviewed the mfg records of the subject device and confirmed that there was no irregularity. The cause of the user's experience was determined to be due to the degradation resulted from seven years use. The device instruction manual warns users that "before use, confirm that the cups can be opened and closed smoothly. Using forceps that are damaged or not working properly may result in one or more of its components falling off inside the pt." This report is being submitted as a medical device report in an abundance of caution.